Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed inappropriate automatic mode switch due to oversensing noise and high pacing impedance on the right atrial lead. No changes or intervention was performed. The patient condition was stable